Manufacturer narrative:
Product complaint # (B)(4). This report is for an unknown screws/ unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, the patient underwent removal of one (1) femoral reconstruction nail, one (1) variable angle locking compression plate (lcp) curved condylar plate, two (2) proximal locking screw, two (2) distal locking screw and ten (10) unknown screws due to possible infection. The patient status and procedure outcomes are unknown. Please see the linked complaint (B)(4) for the other six devices. This complaint involves ten (10) devices. This report is for one (1) screw. This report is 8 of 10 for (B)(4).